Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation - customer returned the incorrect test strips. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 18-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 64 and 80 mg/dl. Customer stated the results obtained using the true metrix meter were lower when compared to results obtained from another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result is below 120 mg/dl and expected pm non-fasting blood glucose test result is 216 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 05-jan-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: customer returned incorrected strips. Expected meter received and evaluated- reported defect not reproduced. No defect found most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.